Event description:
Information was received indicating that a, cadd-solis vip, mdl 2120, pump was alarming no disposable, remove and reattach cassette. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: direct: (B)(6).